Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide states that manual rinseback should be initiated promptly in the event of a power failure. Instructions for manual rinseback are included in the user's guide and training materials provided to facilities. Nxstage reviewed the event with the patient's facility who provided additional training. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, a power failure occurred disrupting power to the cycler. The operator did not know how to perform rinseback and contracted nxstage tech support for assistance. The blood pump had been off for 10 minutes and rinseback was not performed due to a concern of clotting, resulting in a 210cc blood loss. No medical intervention was required.